Event description:
Report provided by the end user states that they have experienced a redness and itching to 100 percent of the peristomal skin under the white tape collar. The end user is not experiencing any redness of the skin under the mass. The end user states that they do use alcohol protective wipes. The end user will contact her local physician as she started over the counter cortaid cream. It was recommended to removal the tap border and use of full sheet barrier without the tape border. The end user subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.